Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that she woke up this morning with a low blood glucose (bg), fell out of bed, and ended up calling emergency medical services (ems) for assistance. Ems checked on arrival and her bg was 27mg/dl with signs and symptoms of confusion and hunger . She had orange juice and crackers to bring up bg. The patient alleges no change in activity or diet. She reports that she has been having more frequent low bgs during the last 3 weeks and is meeting with her health care provider in two days for possible setting adjustments. Customer technical support (cts) reviewed the pump with the patient: alarm history is clear, basals, and advanced features set as desired. No relevant alarms, total daily dose, basal history , and bolus history adding up correctly. There was indication of pump malfunction. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hypoglycemia which required medical assistance.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to confirm complaint as information from the date of the event has been overwritten due to continued use. Tdd add up correctly and reveals the programmed basal rate. Pump powers ¿on¿ and displays ¿verify¿ screen. No delivery interruption occurred during the course of the duration test. Force sensor calibration reading is at the correct count. Pump passed a 29 flow accuracy test and it was found to be delivering within the required specifications. Unrelated to the complaint, the display is dim and reddish, a test display screen was mounted during the investigation, the pump booted with a fully illuminated and functional display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.